Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. When the device was removed the locator wings appeared bent. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device and bent locator wings were confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. In addition, sixteen unused sterile starclose se devices with the same lot number, 30204k1, as the complaint device were returned for evaluation. The devices passed functional testing with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported complaint could not be determined based on the investigation findings from the tested samples. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.